Event description:
Staff member developed severe allergic reaction immediately after contact with product, necessitating adrenalin and cardio/pulmonary stabilization. There is no warning on the boxes about the possibility of allergic reactions. (*)